Event description:
It was reported that the customer went to the Emergency Room with a blood glucose (BG) level of 587 mg/dL on (b)(6)2026. Cause was not known. Customer was treated with intravenous fluids (specific fluids not provided) as well as a correction injection to address the elevated BG. Customer was discharged later the same day with the issue resolved and no permanent damage.